Event description:
It was alleged that during a case the screen went blank (blue digital speckles). The case was delayed for 10 minutes.

Event description:
It was alleged that during a case the screen went blank (blue digital speckles). The case was delayed for 10 minutes.